Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 480mg/dl. The mother stated that the customer was vomiting prior his admission. The customer's recent glucose reading was 500mg/dl, and he treated his glucose level. The mother stated that the customer did not want to troubleshoot and wanted a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with a cracks on the display window and display window corners, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.